Manufacturer narrative:
Information received from an affiliate indicated that during a diagnostic coronary artery catheterization a 6fr jr4 cordis catheter kinked. After several attempts to remove the catheter a 36 cm section was removed from the patient leaving 64 cm inside the blood vessel. The patient had to be taken to surgery for the removal of the remaining catheter. The patient tolerated the additional procedure without incident. Numerous attempts to garner more information about the event have gone unanswered. A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the product and no other information being provided the customer reported complaint of separated in patient could not be confirmed, nor is it possible to determine what contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Event description:
It is reported that a patient was admitted to the outpatient cath lab for a diagnostic cardiac cath with possible pci. The cordis catheter being used kinked during the procedure. After several attempts to remove the catheter a 36 cm section was removed leaving 64 cms inside the blood vessel. The patient had to be taken to surgery for the removal of the remaining catheter. The patient tolerated the additional procedure without incident.